Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+0.5/066 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was not replaced with another icl lens. The cause of the event was unknown.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the lens haptic broken. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).